Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer reported that their pk-sp generator was showing no output. There was no report of any patient injury, they wanted to send in the generator for evaluation. The customer called the tech support and they were able to find out the issue and resolve the problems the user reported. The user was not flushing the probe with irrigant. Since the problem was solved the unit was not returned to olympus for evaluation. The (device history records )dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: h6. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During a call with tac (technical assistance center) engineer support, it was determined that the user facility biomedical technician wanted to test the device 744000 output for a certain set up. The biomed was using a tester and wanted tac to tell him how to set it up to test it. Tac explained that the tac support center do not test the output and customer was referred to olympus repair facility. The biomed also stated that he did get an irrigate error. Tac confirmed the error when asked the biomed to check the error log. An error 400-26 was found on the log. Tac made a note that the error could be due to the biomed was not flushing with irrigate with the tester connected. Customer realized they were not using fluid when testing. Customer was also advised that they can still send in the device to olympus service center for repair and evaluation.in a follow up communication with the customer, the customer stated that they are not returning the device as they were able to figured out and get the device working. Customer did not provide further details on how they resolved the issue. Customer also stated that the device is currently in use and has had no problems since.investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported the device was found no output and the user facility wanted to send the unit in for repair. The issue occurred during an unknown event. There was no patient involvement associated on this reported event. No user injury reported.